Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 6 years post implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided. The correct report has been filed under 0009613350-2019-00412..

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided. The correct report has been filed under 0009613350-2019-00412..